Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch #unk. Is the broken blade tip being returned with the device?---no or, was the broken blade tip discarded?---yes

Event description:
It was reported that during an unknown procedure, the blade was broken off when a nurse intended to clean the device outside the patient during use. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.